Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).

Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife was experiencing circles around car head and tail lights. She was also experiencing hypersensitivity to light, especially with strong sunlight and snow glare. This was causing her difficulty driving on sunny days and at night. Additional information was received from the surgeon, who indicated the lens was in the capsular bag and he has not observed any posterior capsular opacification. There are two medical device reports associated with this event. This report is for the right eye.